Event description:
It was reported the camera head had image blackout that occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, found color blurring and fuzziness of images and corrosion of the adapter. Based on the results of the investigation, and since the image blackout was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, color blurring and fuzziness of the image cause was determined due to a charge coupler device (ccd) failure. However, the cause of the charge coupler device (ccd) failure could not be identified based on the information obtained from this complaint and the investigation results. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had image blackout that occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1. (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.